Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 10cm. The pt had a history of hypertension. It is reported that the right iliac was aneurysmal with no internal iliac artery; therefore, the plan to extend down into the external iliac artery with an iliac extender cuff. It is reported that the stent graft was deployed and as the physician released and pulled down on the nosecone and runners the stent graft was pulled down; however, the insertion of the iliac limb stent grafts was completed. The completion angiogram demonstrated a proximal neck leak. The physician decided to place an aortic cuff extender to achieve a better seal. It is reported that the physician felt that a sheath would be necessary to access the right iliac; therefore, he attempted to place the aortic cuff extender without a sheath through the side, in which the main body was deployed. However, this was unsuccessful; therefore, a 22 fr keller timmerman introducer/sheath was inserted to the right iliac artery with minimal resistance and the aortic cuff was deployed successfully. It is reported that as the physician withdrew the introducer sheath below the iliac limb the pt's blood pressure dropped into the 40's. The physician attempted to reinsert the introducer sheath into its original position in the right iliac artery but was unsuccessful. The physician performed a midline incision to open the pt to remove the introducer sheath. It is reported that the right iliac artery had been avulsed (torn) and the distal end of the removed sheath had 4-5cm of iliac artery on it. The physician stabilized the pt by clamping the right iliac limb. The stent graft was explanted and the pt was converted to a conventional graft. It is reported that the pt tolerated the conversion well and was sent to the vascular ICU. The pt was extubated on the day after the procedure and is reported to be doing well.